Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that a couple of months prior the patient had been having adaptive stimulation issue and on the day of this report the patient was seen for an adjustment. It was noted that the patients mobile setting was higher then what patient was normally set at and therefore, when the patient changed position they experienced over stimulation. The rep reported they were going to reprogram the patient and did not request any further troubleshooting. It was stated that the patient was getting appropriate coverage and therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.